Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc), but was returned to olympus europa se & co. Kg (oekg). Evaluation found the video connector of the device had cracks and air leakage. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the evaluation results, the reported phenomenon could have been attributed to air leakage from the video connector due to user's handling. The instruction manual instructs "do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result."

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in an unspecified timing, it was found that the endoscopic image of the subject device was not displayed. There was no report of patient injury associated with this event. Olympus (B)(4) checked the subject device and found that the endoscopic image of the subject device was not displayed and the scope communication error e226 was displayed on the monitor.